Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device has no video display or voice prompts. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was attributed to water ingress. Our evaluation found internal water damage. Due to the observed condition of the device, the device was deemed compromised and cannot be repaired. The device was scrapped. It could not be firmly established what caused the water ingress. Analysis of reports of this type has not identified an increase in trend.